Manufacturer narrative:
(B)(4). The opt842 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt842 nasal cannulas were returned to fisher & paykel healthcare (f&p) regional office in (B)(4) where the photographs of the damaged parts were taken. The device was then disposed of. Our investigation is based on the photographs provided by the regional office and our knowledge of the product. Result: visual inspection of the provided photographs revealed that the nasal prongs at the left headgear connection point of both the devices were broken. Conclusion: the damage observed was most likely due to overtightening of the head strap. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt842 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the connector hooks of two opt844 nasal cannulas were found broken after few days of use. There was no reported patient consequence.